Manufacturer narrative:
Article citation: olgun, ali et al. "Xen gel implant versus gonioscopy-assisted transluminal trabeculectomy for the treatment of open-angle glaucoma." International ophthalmology, 2020 (pages 1-9). Further information from the author regarding events, products, and patient details has been requested. No additional information is available at this time. The reported events of device migration, endophthalmitis, iridodialysis/iris rupture, and glaucoma progression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
In the article "xen gel implant versus gonioscopy-assisted transluminal trabeculectomy for the treatment of open-angle glaucoma" the serious adverse events experienced by patients with an implanted xen 45 gel stent included 5 patients needing to undergo further glaucoma surgery even after xen 45 implant ; 1 patient experienced iridodialysis ; 1 patient experienced endophthalmitis ; and 2 patients experienced xen implant dislocation.